Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact and responding to button presses. Contamination was observed under all of the button contacts. The keypad symbols were found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: contamination was observed under all of the button contacts. This report is being made based on the evaluation results.